Event description:
Upon pulling an indwelling sciatic nerve block catheter that was in situ, the physician noted that a portion of the catheter was retained. Upon x-ray of pt buttocks area, catheter not detected. Upon x-raying same type of catheter, it was also not detected on x-ray.